Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to hypersensitivity to latex or bacterial infection. The device was not returned for evaluation. The lot number was unknown and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The labelling review was unable to review due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on the past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient used a suprapubic catheter and wanted a history of lubricath, which was used by the patient. The patient had a bladder spasms with the last three used. No medical intervention was reported. Per additional information received from the customer contact via phone on (B)(6) 2020, the patient prescribed with oxybutynin for the bladder spasms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used a suprapubic catheter and wanted history of lubracath, which was used by the patient. The patient had bladder spasms with last three used. No medical intervention was reported. Per additional information received from the customer contact via phone on (B)(4) 2020, the patient was prescribed oxybutynin for the bladder spasms.